Manufacturer narrative:
The customer¿s concerns that the device alarmed for ¿no communication¿ was not confirmed in the logs or replicated during testing. The review of the source etco2 module event and error log showed no errors or malfunctions. During functional testing performed on the source etco2 module, there were no errors or malfunctions observed. The asm pm task was performed on the source etco2 module. During the pm, there were no errors or malfunctions. The returned etco2 module was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
It was reported that there were four etco2 devices that malfunctioned. It is unknown which of the four devices malfunctioned during patient use, therefore, the customer is sending in all four devices for investigational purposes. The etco2 device alarmed for "no communication".